Event description:
The customer reported a leak when using the unicel® dxc 600i synchron® access® clinical system. The customer described the leak as approximately a tablespoon in volume, found on top of the cc (cartridge chemistry) reaction wheel cover. The customer attributed the liquid to a leak from reagent probe a. Quality control for several assays was recovering high results when the leak was identified. The operator wore gloves, protective eyewear, and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed leaking from reagent probe a . The collar wash valve was replaced to resolve the issue. Upon close examination of the collar wash valve, the fse observed a split boot allowing it to leak. Identification of failure mode: the failure mode was identified as the collar wash valve (p/n 472689). A leaking collar wash valve can impact any or all cartridge chemistries, including critical chemistries, upon recur. (B)(4).